Manufacturer narrative:
Investigation summary: an mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22055431. The feedback provided by the customer suggests an occlusion was detected during use of the maxzero device in connection with a b. Braun infusomat space set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055431 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported while using bd maxzero¿ needle-free valve there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from finnish to english: the valve plug in question is of poor quality, there are often situations where it can't let liquid through.